Manufacturer narrative:
A ge rep evaluated the system and found the left monitor needs to be replaced. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported the left monitor did not display an image during fluoro. No pt injury was reported.